Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during use on the home choice (hc). The home patient (hp) stated they had disconnected during a drain to use the restroom and the hc alarm. The hp stated they then reconnected. The technical service representative (tsr) explained proper disconnect procedures to the hp. The hp was to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, the patient disconnecting improperly and reconnecting is a known cause of the alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device, users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. The patient guide provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.